Event description:
It was reported that the customer experienced intermittent blood glucose (bg) level of 17-30 mg/dl. Reportedly, the customer gave a glucagon shot to address their bg level. Emergency services were called and treated customer with saline and water. The customer alleged that the pump delivered boluses that the customer did not request; however, this could not be confirmed. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.